Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the basket to be fully retracted and the tip was intact. Further evaluation revealed that the side car-rx presented pushback out of specification. Functional evaluation showed the basket extends and retracts easily. The evaluation concluded that the pushback was most likely caused during use. Therefore, the most probable root cause is "operational context". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket won't open. The procedure was completed with a different device. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.